Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 9106722. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed appropriately investigation summary: customer returned photos of a 4 mm, 32 g pen needle with the shelf carton from lot # 9106722. Customer states that the needles are clogged as when applying the medication does not come out. The photos were examined and exhibited a pen needle on a pen. It is difficult to determine if the pen needle on the pen can expel properly solely from the photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the pen needle on the pen can expel properly solely from the attached photos complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pn 32 g 4 mm 5b xtw easyflow la was clogged on 6 occasions during use. The following information was provided by the initial reporter: patient reports that 6 needles in this batch are clogged, when applying the medication does not come out. I haven't been able to inform since when it has been happening.